Manufacturer narrative:
Zoll has not yet received the autopulse platform in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
It was reported that the autopulse platform displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) when the device was powered on. The customer reported they were unable to use the device. There were no reports of any patient involvement. No additional details were provided.